Manufacturer narrative:
The customer stated the patient had just had open heart surgery and did not believe this patient was a good candidate for a finger stick test. The customer's test strips were received for investigation and were tested with a retention meter and control material. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 45, 46, 45 mg/dl, level 2 ¿ 304, 294, 299 mg/dl. All results were within acceptable range. The product met specification and no problem was found.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). The patient had just had open heart surgery and was in the sicu. The result at 20:21 was 11 mg/dl. The testing was repeated on the same meter at 20:24 and the result was 69 mg/dl. This result was believed to be correct. The policy at the site was to draw a laboratory sample for confirmation of critical results, but the customer stated this did not occur. The customer did not know if either result was reported to the doctor. No action or inaction was taken based on the results. The patient was not adversely affected. The customer stated they did not think this patient was a good candidate for a fingerstick test and was not sure if they used two separate fingersticks. The quality controls passed on this meter during the 24 hour period that included this incident. The suspect strips were requested to be returned for investigation.